Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: "after collecting blood into serum tube, the hemogard cap of the serum tube was loose and too easy to be removed."

Manufacturer narrative:
H.6. Investigation: 1 customer photo was received for review and analysis. The photo does not confirm the reported failure mode of stopper pop off as it shows no evidence of stopper creepout (stopper pop off). However, 29 retention samples from the bd inventory were subjected to functional testing and the customer's indicated failure mode of stopper pop off was observed. Therefore, this complaint can be confirmed based on retain sample testing results. Bd has initiated further root cause investigation relating to the issue of stopper pop off through CAPA#1875009. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 3 times. The following information was provided by the initial reporter and translated to english. The customer stated: "after collecting blood into serum tube, the hemogard cap of the serum tube was loose and too easy to be removed."